Manufacturer narrative:
(B)(4). This complaint is for a report of a use error during dwell, where the home patient disconnected and reconnected the second bag. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿ which is shipped with every homechoice device. The guide instructs the user not to attempt to reuse any disposable supplies. The guide warns the user not to replace empty solution bags or reconnect disconnected solution bags during therapy. The guide also warns the user that possible contamination of the fluid or fluid pathways can result if disposables are reused. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
During troubleshooting of an unrelated alarm on the homechoice (hc) device, a technical service representative (tsr) discovered that a home patient (hp) had reconnected a disconnected solution bag. The tsr reviewed proper procedures with the hp and explained the alarm and its possible causes. The tsr had the hp close all of the clamps, cycle the power on the hc device, and disconnect. The tsr advised the hp to restart therapy using new supplies. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.